Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced diverticulitis. The diverticulitis infection which spread from the intestines to the peritoneum, led to peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the result was unknown. Treatment was not reported. The patient has not recovered. The rn considered the episode of peritonitis with culture positive for (B)(6) to be unrelated to any baxter solutions, devices, or supplies. No further information was given regarding this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12h18035, h12f07099 and h12f12073. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.